Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a (B)(6) male patient during flight transport, the device inappropriately shut down. Complainant indicated that the clinician reported they powered the device back on and monitored for several minutes before the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device. The multi-function connector was observed to have foreign debris inside the connector which may have contributed to the customer report, but this could not be confirmed. The multi-function connector and monitor board were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a (b)6) year old male patient during flight transport, the device restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.